Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having severe skin reactions to the pod¿s adhesive. The pod had been worn on the upper arm for between 49 and 71 hours. The patient reported the pod site was painful and moist when removing the pump, and lots of fluid was contained underneath the pod. The patient stated that the skin was weeping very badly and layers of skin had been removed when removing the pod. The patient sought medical attention from their general practitioner due to pod site issues and there was heat coming from the site area. The patient was prescribed an antibiotic cream and was given cavilon to try as an alternative to skin-tac. The patient reported continued issues with hives and skin reactions in the areas where the pods have been worn in the last few weeks. The patient further stated they were given steroid cream and strong antihistamine to try and alleviate the issues, but they are still ongoing. The pod used with cavilon is still irritating their skin. The patient reported they may need to discontinue wearing pods as the skin reactions are ongoing.